Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failure was listed. The icon appeared, but there was nothing shown in the list. A field service engineer showed how to pop all of the doors and recover them to clear the issue. The door was accessed multiple times without any problems. User also requested an inspection of a drawer, but they could not recall which one. A general check was performed, and no issues were found. The system functioned as intended after the field service engineer troubleshot the device. Initial reporter facility: m health fairview university of minnesota medical center - east bank.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system, tower drawer was failed to open. There is error message repeatedly popping up saying disconnected mode the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.